Event description:
The customer reported that their alinity I processing module was generated instrument error message 3603: pt transfer error. The customer noted overflow and after analyzer troubleshooting was conducted, no further overflow was noted. The customer conducted an impact analysis and provided the following discrepant results: sample ID (B)(6): troponin was < 3.2 ng/l on 2 nov and when the same sample was repeated on 4 nov, the result was 5,093.1 ng/l; tsh was< 0.008 miu/l on 2 nov and when the same sample was repeated on 4 nov, the result was 1.561 miu/l. The customer reported that the patient was hospitalized and would have been hospitalized regardless of the lower test results. The customer confirmed that there was no impact on the management of the patient and that the patient's care went normally. There was no reported patient injury or impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed the pretrigger reservoir overflowing and replaced the alnty ci snsr bsl, resolving the issue. No additional discrepant result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I-series processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I-series processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer reported that their alinity I processing module was generated instrument error message 3603: pt transfer error. The customer noted overflow and after analyzer troubleshooting was conducted, no further overflow was noted. The customer conducted an impact analysis and provided the following discrepant results: sample ID (B)(6): troponin was < 3.2 ng/l on 2 nov and when the same sample was repeated on 4 nov, the result was 5,093.1 ng/l; tsh was< 0.008 miu/l on 2 nov and when the same sample was repeated on 4 nov, the result was 1.561 miu/l. The customer reported that the patient was hospitalized and would have been hospitalized regardless of the lower test results. The customer confirmed that the that there was no impact on the management of the patient and that the patient's care went normally. There was no reported patient injury or impact to patient management.